Event description:
A report was received that the pt underwent a lead revision as the lead had moved and the anchor was protruding through the skin. The physician repositioned the lead and anchored it deeper than originally placed. The pt was reportedly doing fine after the revision procedure.